Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 20 mg/dl at the time of the incident. The customer reports multiple blood glucose value such as 227 mg/dl, 176 mg/dl, 40 mg/dl. The customer states the insulin pump was exposed to moisture and also drive support cap appears normal. Troubleshooting was done and customer able to perform self test. The customer treated low blood glucose value by eating food. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Also moisture damage lcd board during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible over or under delivery anomaly due to motor error alarms.